Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via that the customer experienced hyperglycemia. The customer blood glucose level was 28 mmol/l at the time of incident. Customer was not satisfied with insulin pump monitoring system since it was going high 15.1 mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin shot using the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer stated that auto mode was activated and suspend and auto mode was exit at the time blood glucose was 22 mmol/l, customer removed the infusion set and change site and another blood glucose value was 13.2 mmol/l. The insulin pump will not be returned for analysis.